Event description:
It was reported that three weeks postoperatively to a lobectomy, the pt was brought to the emergency room and subsequently readmitted into the hosp for a staple line leak. Pt was taken to operating room for staple line dehiscence. Pt is fine at this time.